Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a handpiece presented occlusion and an issue with the tip during a procedure. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
Unspecified hp no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. Phaco tip there was no phaco tip was returned for evaluation for the report of the tip issues with occlusion. Therefore, the condition of the product could not be verified. There was no lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined the manufacturer internal reference number is: (B)(4).